Manufacturer narrative:
Concomitant medical products: 6707-15 adaptor, implanted (B)(6) 2017-08-24; dvfb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. The right ventricular (rv) lead exhibited low impedance. The pace/sense rv coil and the superior vena cava (svc) coil were reversed in the device and the pace/sense pins were also reversed in the lead adaptor. The pocket was opened and the lead and the adaptor were placed in the proper positions in relation to the device and rv/svc coils. The adaptor remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the connector was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Product ID (B)(4). Lot# serial# (B)(4). Implanted: (B)(6). 2017 explanted: if information is provided in the future, a supplemental report will be issued.